Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that lead migration was noted on x-rays taken on (B)(6) 2017 following a motor vehicle accident. One lead migrated a bit cephalad, but not enough that it should affect programming. The ins was still effective for patient's pain. On (B)(6) 2017 the device was still effective for the patient¿s radicular pain complaints. No actions were taken. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. The outcome was unresolved with no further action planned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study clarified that the ins was replaced due to normal battery depletion and that the specific lead that migrated was not specified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the ins was explanted and replaced on (B)(6)2017. The outcome was resolved without sequelae on (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported no action was taken and the event was unresolved with no further action planned.